Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of thrombosis is listed in the electronic prostyle instructions for use, as potential adverse events of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture closure of the calcified right common femoral artery (rcfa) was achieved with two prostyle devices using the pre-close technique relative to a transcatheter aortic valve implantation (tavi) procedure. In the evening, the patient's vital condition became critical and the patient was revascularized. During the re-vascularization, an ultrasound was performed noting the rcfa was closed. A surgical thrombectomy was performed to return flow to the artery. The cause of the thrombosis could not be determined. The patient who had presented critically with multiple comorbidities prior to the tavi procedure died three days post procedure due to multiple organ failure. The physician determined that there were no indications that prostyles were responsible for the death. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na